Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an issue whereby the unit would not zero the transducers. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). During a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the cardiosave iabp unit would not zero the transducers. To fix the issue, the fse replaced the front end board (0670-00-1164e), and completed a preventative maintenance (pm) service and full calibration. The fse then performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
It was reported that during a preventative maintenance (pm) service performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) had an issue whereby the unit would not zero the transducers. There was no patient involvement, and no adverse event reported.